Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.

Event description:
It was reported that during a right shoulder arthroscopic labral repair surgery the tip of the lasso broke off while attempting to pass it through the patients anterior labral. The broken-off tip could not be retrieved and remains inside the patient. The surgery was finished successfully by switching the procedure from an arthroscopy to an open procedure. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.